Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that following implant of the left ventricular lead, the patient experienced chest pain and inflammation. An echocardiogram revealed pericardial effusion. The patient was treated with medication and discharged on (B)(6) 2013 on (B)(6) 2014 the patient reported experiencing chest pains again. Other than chest pain, the patients condition was good. The patient would continue to be monitored.